Manufacturer narrative:
Nathe device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment medwatch report # (B)(4).

Event description:
User facility (uf/importer report# 1001510000-2023-8001) medwatch report received and states "the sutures broke while in use during a cerebral angiogram for right carotid artery cutting balloon angioplasty; possible stenting. The device was sent back to manufacturer. No harm to the patient." It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a cerebral angiogram for right carotid artery cutting balloon angioplasty interventional procedure using a 5f sheath. Reportedly, a suture break occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for evaluation. The reported suture separation was observed as link separation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.e3: title.